Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that prosthetic aortic valve regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. A lotus edge valve (lot 18171089) was inserted and removed. A second lotus edge valve (lot 18202050) was advanced and deployed. There was correct positioning of a single prosthetic heart valve (lot# 18202050) into the proper anatomical location and neither repositioning nor retrieval was attempted. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1483 days post index procedure, the subject was presented for the five year protocol scheduled visit. On the same day, transthoracic echocardiogram (tte) revealed moderate aortic regurgitation.